Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 5127377.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. X-rays revealed that there has been migration of her percutaneous leads. The patient underwent a revision procedure wherein one lead was replaced. The patient was doing well postoperatively. The explanted lead will not be returned per facility policy.